Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 11/10/2015. (B)(4) it was reported that a patient, (B)(6), male, underwent a wolff¿parkinson¿white procedure with a webster cs catheter with auto ID technology and suffered a pericardial effusion, which required medication. The returned device was visually inspected upon receipt and it was found in normal conditions. Per the event, a deflection test was performed and the catheter passed. The catheter was also evaluated for eeprom and carto 3. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. Eeprom data demonstrates the catheter was properly calibrated during manufacturing. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the pericardial effusion remains unknown. The IFU states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade. The root cause does not appear to be manufactured related.

Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: carto 3 system (model# m-4800-01 serial# (B)(4)); smartablate generator (model# unknown serial# unknown); soundstar catheter (model# unknown serial # (B)(4)); thermocool sf catheter (model# d-1313-05-s, lot# 17266434l); smarttouch bidirectional catheter (model# d-1327-04-s, lot# 17156483m). (B)(4).

Event description:
It was reported that a patient, (B)(6) male, underwent a wolff-parkinson-white procedure with a webster cs catheter with auto ID technology and suffered a pericardial effusion, which required medication. During the procedure, a pericardial effusion was noticed when free fluid behind the left ventricle was seen. The pericardial effusion was confirmed by intracardiac echocardiogram. Protamine was administered to the patient as medical intervention. The patient was reported to be in stable condition. Additional information was received on the event. The patient received anticoagulation which was maintained between 300-330s. A transseptal puncture was performed with a bayliss standard curve tsp needle. The event occurred during the mapping phase. The injury was seen before ablation lesions were applied and no ablation occurred at the site of injury. The patient did require one night of hospitalization for monitoring. The patient has since improved. The patient was placed on medication and sent home. A small pericardial effusion remained. Settings during the event include flow setting was 15 ml/min / st. Jude 8.5fr sl1 sheath was used. There were no error messages observed on biosense webster equipment during the procedure. The physician's opinion regarding the cause of this adverse event is that this is procedure related. The physician felt that the effusion occurred due to the cs catheter becoming stuck in a small side branch of the cs. He said the catheter did not malfunction.